Event description:
Customer reportedly received results of approximately 9.0 mmol/l and 2.0 mmol/l within 10 minutes on the mobile system. Low blood glucose symptoms were reported with these results. Customer self-treated with food and low blood glucose symptoms improved. No adverse event related to the device was reported. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B)(6).

Manufacturer narrative:
The event occurred in (B)(6). As additional information provided on (B)(6) 2011, which related this case to another case: customer reportedly received results of approximately 9.0 mmol/l and 2.0 mmol/l on the mobile system, and result of approximately 2.0 mmol/l on the compact plus system within 10 minutes. Low blood glucose symptoms were reported with these results. Customer self-treated with food and low blood glucose symptoms improved. No adverse event related to the device was reported. Requested return of suspect device. Additional information provided on (B)(6) 2011, which related this case to another case: reference medwatch report with (B)(6) for the suspect device used in the compact system.